Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: wear abrasion, crease fold, opening shell. Leak test and microscopic analysis was performed which identified: sharp opening, striated opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on valve bond edge due to an unidentified (tear) opening and a striated opening due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device as been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.